Event description:
An elevated troponin I result of 0.80 ng/ml was obtained.the result was reported to the physician who questioned the result.the sample was tested again and results of 0.03 and 0.07 ng/ml were obtained.patient treatment was not perscribed or altered and there wa no report of adverse health consequence as a result of the falsely elevated troponin I result.analysis of instrument and instrument data indicated an issue with the hm cassette.